Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging the battery cap could not be attached properly to the pump. There was no alleged adverse event associated with this complaint. This complaint is being reported because the alleged case/condition issue remained unresolved after troubleshooting efforts.